Event description:
During evaluation, the tubing of a clearlink solution administration set was incorrectly assembled to the roller clamp. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the tube was incorrectly assembled to the roller clamp. The tube was looped and re-inserted into the roller clamp from the top. The reported condition was verified. Technical analysis was performed, and the automated machine, cannot physically generate the reported defect due to the mechanical constraints of the equipment design. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.